Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis (fa) team. The customer reported complaint "instrument stopped working during the procedure, wire broke off during the surgery¿ was replicated/confirmed by failure analysis. The failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end. Also, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibits orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgical task that was being performed when the issue occurred was a robotic sleeve gastrectomy. There was no report of a fragment falling inside the patient's anatomy.

Manufacturer narrative:
Based on the claim against the product by the customer noting the broken cable, an investigation is in progress. The cadiere forceps involved in this complaint has been requested to be returned for failure analysis, but the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the cadiere forceps instrument stopped working and the wire broke. The procedure was completed with no reported injury.